Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed shaft breaks located at 11.5cm from the proximal end with 3cm of braid exposed and at 15cm from the proximal end with 4cm of braid exposed. Kinks were identified at 23, 25.5, 104 and 140cm. Tip length and outer diameter measurements were found to be within specification. A coating confirmation test confirmed the presence of coating; however, coating damage was evident distal to both breaks. There was no peeling or missing coating. The most probable root cause is considered user error as the damage to the catheter is consistent with the user not adequately flushing the carrier tube per dfu instructions. (B)(4).

Event description:
It was reported that prior to an unspecified treatment procedure, a shaft break occurred. The protective hoop of the renegade hi-flo microcatheter was flushed from both ends during preparation. While removing the microcatheter from the hoop, the shaft was broken at an unspecified location. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that prior to an unspecified treatment procedure, a shaft break occurred. The protective hoop of the renegade hi-flo microcatheter was flushed from both ends during preparation. While removing the microcatheter from the hoop, the shaft was broken at an unspecified location. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported.